Event description:
It was reported that the patient experienced vibration and tones for this cardiac resynchronization therapy pacemaker (crt-p) device. Technical services (ts) reviewed and stated that there was no vibration alert nor any tones from this device. Upon review of the latitude, there was a signal artifact monitor (sam) episode from the date of implant due to no atrial lead. Ts recommended to verify if there was no muscle stimulation. This device currently remains in service. No adverse patient effects were reported.